Event description:
Information was received from a consumer via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for other pain indications. It was reported that the patient had their lumbar system explanted last year as the patient stated that there was a big, hard calcification next to the battery. The rep reported that they were not sure if there was also an infection. It was reported that the device was explanted in 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.